Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 255 (mg/dl). Reportedly, the contact believes the customer's elevated bg levels can be attributed to hormones and their growth. An insulin injection was administered to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.